Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The length of the membranous septum was 4.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 5mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, the patient was developed with a left bundle branch block (lbbb). A temporary pacemaker was placed to stabilize the rhythm, and the patient had left the procedure room with the temporary pacemaker. Post-procedure, on the following day. The patient received a permanent pacemaker to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was in a stable condition and subsequently discharged.